Event description:
It was reported during a angioplasting and stenting procedure in the middle carotid artery (mca) the balloon dissected the vessel. The physician administered platelets that occluded the vessel. The pt is currently under observation. No further details regarding this complaint have been disclosed at this time.

Manufacturer narrative:
PMA/510 (k): for export only. The device in question will not be returned to boston scientific for technical analysis as it was disposed of at the user facility. Therefore, boston scientific cannot conclusively determine the cause of the user's experience.